Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called in stating that the foot section of the bed is drifting down by itself during the night while the end user is in the bed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested under load, so the original complaint issue was not able to be confirmed.

Event description:
The dealer called in stating that the foot section of the bed is drifting down by itself during the night while the end user is in the bed.